Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon was closing the vaginal cuff the needle separated from the cartridge of the suturing device. There were no adverse consequences for the patient.

Manufacturer narrative:
The cartridge was received with the needle separated from the cartridge. An examination of the cartridge under magnification showed that the driver which engages the notches of the needle was bent at a severe angle, great enough to allow the distal most edge of the driver to nearly contact the outer edge of the needle track. This failure mode can be reproduced when a user applies excessive tension to the suture in a direction that deflects the barrel end of the needle away from the cartridge top while squeezing the trigger. The combination of high tension in this direction with trigger actuation may allow the driver to go underneath the needle while it returns. Therefore, this failure mode appears to be user related. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.